Event description:
The customer reported to olympus that during preparation for use their hd camera head did not display an image. The camera was switched out to complete the unspecified therapeutic procedure. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the cable was found cut, and the reported event was confirmed due to failed charged coupled device (ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a faulty charged-coupled device (ccd) was confirmed. It is therefore possible that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to faulty ccd. Olympus will continue to monitor field performance for this device.